Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted melted insulation due to electrosurgical cautery. The insulation was also puckered in several locations. The lead was electrically continuous. Analysis did not reveal any anomalies which may have contributed to the muscle stimulation and cannot confirm dislodgement. Placement or dislodgement of this lead may result in muscle stimulation.

Event description:
Boston scientific received information that the patient with this left ventricular lead experienced diaphragmatic stimulation. The output was increased and the stimulation was resolved. Two days later the lead was explanted due to dislodgement. The patient had developed twiddler's syndrome.